Event description:
A hemodialysis facility reported that during treatment staff noticed that the arterial line was kinked at input to cuvette- low arterial pressure. No patient ill effects or medical intervention required. Sample is available.